Event description:
Difficulty walking [walking difficulty] swelling bilateral knees (injection sites) [injection site joint swelling] painful bilateral knees (injection sites) [injection site joint pain]. Case narrative: initial information received on (B)(6) 2019 from other healthcare professional regarding an unsolicited valid serious case received from health authorities of united states under reference mw5085605. This case involves an adult patient who experienced swelling, painful bilateral knees (injection sites) (latency: unknown), difficulty walking (latency: unknown) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (indication, batch number: unknown). Information regarding batch number was requested. On an unknown date after the injection, patient experienced swelling and painful bilateral knees (injection sites) (latency: unknown), and difficulty walking (latency: unknown) and it was reported that the doctor discontinued his injection. Corrective treatment: not reported. Outcome: unknown for all events. Seriousness criterion: medically significant for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one (lot number unknown) with global ptc number 58277. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation was complete on (B)(6) 2019. Additional information was received on 06-jun-2019. Global ptc number added; and ptc results received and added. Text amended accordingly.

Event description:
Difficulty walking [walking difficulty]. Swelling bilateral knees (injection sites) [injection site joint swelling]. Painful bilateral knees (injection sites) [injection site joint pain]. Case narrative: initial information received on 22-apr-2019 from other healthcare professional regarding an unsolicited valid serious case received from health authorities of united states under reference mw5085605. This case involves an adult patient who experienced swelling, painful bilateral knees (injection sites) (latency: unknown), difficulty walking (latency: unknown) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 6ml once (indication, batch number: unknown). On an unknown date after the injection, patient experienced swelling and painful bilateral knees (injection sites) (latency: unknown), and difficulty walking (latency: unknown) and it was reported that the doctor discontinued his injection. Corrective treatment: not reported. Outcome: unknown for all events. Seriousness criterion: medically significant for all events. A product technical complaint was initiated and results were pending for the same.